Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) the device gives battery error. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the device gives battery error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation the complete (event site): (B)(6).

Manufacturer narrative:
Updated fields: ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The device was checked. It was found that the battery warning was given because it was not plugged in for a long time. The device lasts for a certain period of time charged. It was observed that the device worked without any problems. The iabp was then released to the customer and cleared for clinical service.